Event description:
It was reported that the gastrointestinal videoscope showed interference lines on the image. This issue was found during a therapeutic oesophago-gastro-duodenoscopy procedure. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11. Corrected fields: b6, b7. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the reportable malfunction was identified during the device evaluation: scope error code (e218) occurs. Based on the results of the investigation, it is likely scope error code (e218) occurred due to shortcut of circuit board unit. The most probable cause of image fault interference and lines traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.